Event description:
The laparoscopic suction irrigator was leaking dirty fluid from the white irrigation motor. The dirty fluid did not reach the sterile field but the irrigator was hooked up and used before the leak was noticed. FDA safety report ID# (B)(4).